Event description:
It was reported that fluctuating impedance was observed in stored egm. The lead was explanted and replaced.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. No anomaly was found. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.